Event description:
The customer contacted stryker to report that their device failed to power on. In this state, the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported during the event.

Manufacturer narrative:
Correction: section b5 of the initial medwatch report (MFR report #0003015876-2022-02717) indicates: the customer contacted stryker to report that their device failed to power on. In this state, the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported during the event. Section b5 of the initial medwatch report (MFR report #0003015876-2022-02717) should indicates: the customer contacted stryker to report that their device was showing all three icons (attention, charge-pak and service wrench). With all three icons illuminated, the device may not have sufficient power available to deliver effective defibrillation therapy to a patient, if needed. Also during evaluation, it was found that the device was unable to power on. In this state, the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported during the event. Additional information: stryker further evaluated the customer's device and noticed substantial water intrusion damage. Rust and corrosion can be found throughout the internals of the device. The root cause of the reported failure is contamination. Stryker archived the device, and the customer received a replacement device.

Manufacturer narrative:
A stryker service representative performed an initial evaluation of the customer¿s device and was able to verify the reported issue. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device failed to power on. In this state, the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported during the event.